Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2016. The actual device batch number associated with this event is not known. Three possible batch numbers are reported: batch# kbk011, exp date: 01/31/2021, MFR date: 02/19/2016. Batch# kc6408, exp date: 02/28/2021, MFR date: 03/17/2016. Batch# he5145, exp date 01/31/2019, MFR date: 05/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a canine cataract extraction veterinary procedure on (B)(6) 2016 and the suture was used interrupted in the peripheral cornea. There were no quality issues noticed during the procedure. About ten hours later after the procedure, the suture broke, but a knot was intact. No further information is available.